Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the pacing cable adaptors did not work properly. It was indicated adaptor had intermittent continuity. The adaptor was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when pacing cable adaptors were used with the external pulse generator the generator showed both pacing and sensing lights but the device did not pace or sense. It was further noted that when used with other adaptors the same issue occurred and that it appeared to be a durability issue. The generator and adaptor cables were changed out and returned for service. There was no patient involvement.